Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home in hospice care. The cause of death was congestive heart failure. The caller stated that the customer had congestive heart failure, renal disease, diabetes, and chronic obstructive pulmonary disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer stopped using the pump because of an accidental over dose and it was much easier to manage their blood glucose with manual injections. The customer was not using sensors. The caller declined to return the insulin pump for analysis.